Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke after 150,000 joules and 16 minuets of use. A message appeared on the console stating stand-by. The fiber was replaced, and a second fiber was used to complete the procedure without any complications to the patient.

Manufacturer narrative:
Investigation summary: with the available information bsc concluded that the reported fiber cap/tip break was not confirmed as the fiber tip was present and there were no breaks along the fiber body. However, analysis identified the glass cap was moving independently within the metal cap indicating a glue failure. It is possible that the glue failure occurred due to elevated temperatures, near the laser beam output window. Analysis found that the metal cap exhibited severe charred debris adhesion on its surface. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuous elevated temperatures can lead to fiber damage including glue failure. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. According to the instructions for use, increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis identified the glass cap exhibited mild devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber cap/tip break as analysis did not identify breaks at the fiber tip. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified damage to the metal cap near the output window. The damage was likely caused by the glass cap moving independently of the metal cap indicative of glue failure. The metal cap exhibited severe charred debris adhesion on its surface, indicative of prolonged tissue contact. The glass cap exhibited mild devitrification at the output window. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no signs of breakage identified along the length of the fiber and the aim beam was observed at the output window. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke after 150,000 joules and 16 minuets of use. A message appeared on the console stating stand-by. The fiber was replaced, and a second fiber was used to complete the procedure without any complications to the patient.